Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: dysmenorrhea (cramping),pelvic/abdominal: received treatment for pain? Yes. Bladder/urinary problems: vaginal. Discharge, vaginal. Infection: received treatment for bladder/urinary problems? Yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping),pelvic/abdominal pain, bladder/urinary problems: vaginal discharge, vaginal infection were added. New reporter and plaintiffs information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.